Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8242568, medical device expiration date: 8/31/2021, device manufacture date: 8/30/2018. Medical device lot #: 8059691, medical device expiration date: 2/28/2021, device manufacture date: 2/28/2018. Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sleeve fall off was observed; however, it is unclear if the sleeve is from a bd luer adapter. Additionally, evaluation/testing of the customer samples was performed and sleeve fall off was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for sleeve fall off with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue with a bd luer adapter. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® multiple sample luer adapter the rubber of the luer adapter was left after blood collection in the bottle closure. The following information was provided by the initial reporter: the rubber of the luer adapter was left after blood collection in the bottle closure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® multiple sample luer adapter the rubber of the luer adapter was left after blood collection in the bottle closure. The following information was provided by the initial reporter: the rubber of the luer adapter was left after blood collection in the bottle closure